Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and it was observed that calcification was present in the sinotubular junction (stj) and that the inflation balloon had burst radially. In this case, the complaint for balloon burst was confirmed based on evaluation of the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as it was reported that the patient had moderate calcification and the provided imagery confirmed calcification in the stj and landing zone. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a tavr procedure via transcarotid approach with a 26 mm sapien 3 ultra resilia valve into a pre-existing surgical valve, the commander delivery system balloon ruptured during valve deployment. The balloon had been prepped at nominal volume. The balloon was 3/4 inflated when it ruptured. The delivery system was removed without issues. Post deployment, paravalvular leak was noted and a post dilation was performed with a 26mm atlas gold balloon. The valve was successfully implanted with no paravalvular or central leak observed and a mean gradient of 4 mmhg. The patient was in stable condition. It was noted that the patient had moderate calcification.